Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of noisy image occurred due to corroded electrical connector whereas a definitive cause for the reported event of foreign material in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had noisy image and foreign objects were present inside the nozzle. There was no patient involvement.